Manufacturer narrative:
H11: an event history log review was performed, and on the event date the device did experience a uso sensor failure low which is associated with failure se 21515. The failure occurred on 2025-01-22 06:08:26. The reported condition was verified. The device was not received for evaluation; therefore, a device analysis could not be completed. In the absence of the actual device the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion (uso) sensor failure error (error code 21513). This was occurred during a fentanyl infusion at 20ml/hr and a volume to be infused (vtbi) of 75ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: preventive maintenance tests were performed at the user facility for downstream occlusion detection, upstream occlusion detection and flow rate accuracy. All tests had passing results. Should additional relevant information become available, a supplemental report will be submitted.